Manufacturer narrative:
Updated fields: section d - expiration date h4: device mfg date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the implant depth was deep into the left ventricle (lv). Per the physician, at 80% deployment the valve was at 2-3mm on the non-coronary cusp (ncc) and 8-10mm on the left coronary cusp (lcc). On final deployment the valve dislodged into the lv, landing more than a full diamond on both cusps. Transesophageal echocardiogram (tee) showed paravalvular leak (pvl) however, this did not appear to be very severe at the time of the implant. No severity was provided for pvl at the time of implant. Congestive heart failure was reported. 11 days after the procedure, the pvl had progressed to severe and the patient became symptomatic. A non-medtronic valve (25mm sapien) was implanted transcatheter aortic valve (tav)-in-tav. Prolonged hospitalization was required due to this adverse event. No additional adverse patient effect s were reported.

Manufacturer narrative:
Continuation of d10: product ID: l-evolutfx-34; product lot/serial number: unknown; product type: compression loading system (cls) product ID: d-evolutfx-34; product lot/serial number: unknown; product type: delivery catheter system (dcs). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.